Manufacturer narrative:
Additional MDR's associated with this event: MDR 3025141-2016-00128: neck and MDR 3025141-2016-00130: stem.

Event description:
A slide-loc anatomic radial head was implanted on (B)(6) 2016. At a follow up appointment (approximately four month after implantation), x-rays showed that the head/neck assembly had partially disassociated from the stem some time post-operatively. Revision surgery has not been scheduled.

Manufacturer narrative:
The returned head, neck and stem parts were examined. The parts were received with the head and neck assembled. The laser lines on the head and the neck were aligned properly. The locking interface region on the neck and the stem was damaged. Damage to the interface was most likely caused by the stem clamp not being fully seated on the stem prior to rotation. Additional mdrs associated with this event: MDR 3025141-2016-00128: neck follow up 1, MDR 3025141-2016-00130: stem follow up 1.

Event description:
Revision surgery was performed (B)(6) 2016.